Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant warning for risk of injury to the patient: "there is a risk of injury to the patient due to malfunction of the equipment. Always have spare equipment available.". During investigation, error e433 was found in the device's error log. The faulty relay board was determined to be the cause of the error. The cause of the component failure was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The subject device was evaluated found the device failed the electrical safety test (est) , the relays would automatically shut themselves off. In addition, low battery error code showed multiple times during the est test. Unrelated to the reported issue, cosmetic wear and tear on panel , cover and housing were observed (does not affect functionality). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return (loaner) inspection with no complaint received from the customer, the unit failed due to a faulty relay board (circuit board) was observed. This report is being submitted due to faulty relay board identified during device evaluation. There was no patient involvement on this reported event. No user injury reported.